Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change on an ilet system using pre-filled cartridges, the user encountered an unable to proceed error during the fill tubing step at 33 units and could not see drops in the tubing, consistent with an occlusion or complete blockage of the tube; a dry-run supply change succeeded, and a subsequent supply change using supplies from a different lot number was successful. Symptoms included elevated blood glucose at 262 mg/dl consistent with hyperglycemia due to disconnection during the supply change. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and troubleshooting that verified function with an alternate lot. Investigation of this case revealed a communications problem identified during the process and a device problem consistent with a complete blockage localized to the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.